Manufacturer narrative:
(B)(4). No sample was available in connection with report. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: customer reports that the extension sets are continually allowing air in causing bubbles at the end of the connection of tubing and manifold. This was noticed when attempting to inject. No injuries reported.